Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Requested but not returned by hospital.

Event description:
Patient's hip was revised due to unknown reasons. The modular head was removed and replaced with a modular head, active articulation bearing, and dual mobility liner.